Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices 1.1 and 1.2 in the auxiliary cabinet were not detected on the communication bus. A field service engineer found that the pixie bus cable on drawer 1.1 and 1.2 was disconnected completely. Reseated the pixie bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus drawer 1.1. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.